Event description:
The report indicated that during use the pump stopped. The pump was hand cranked and changed to another pump without incident. Pressure was maintained during change and there was no pt impact or injury. Pump was forwarded to the biomed dept of the hosp for eval. Biomed dept discovered that a belt was broken.